Manufacturer narrative:
The investigation for product#: 26530 included the following: visual comparison of product packaging: the photo provided by the customer was examined that display the following: type of packaging: clear bag. Qty: (B)(4) pcs. In a bag. Product number: 26530. Product description: multi -sample luer holder. Lot number: no lot number printed or lot identification on the bag. The current product bag now displays the following information: type of packaging: clear bag. Product number: 26530. Lot number. UDI. Qty: (B)(4) pcs. In a bag. Based on the comparison of the photos provided by the complainant and the current packaging, the reported product was likely from an older batch. Exel issued vendor notification change report, vnc# 220112 on october 21, 2022, for product#: 26530 announcing an overall design change. The current validated holder will be replaced with type 143 holder which has more thread rings to provide a better hold or grip on the needle. If the product in question was manufactured and distributed before the vnc was issued, this design difference could contribute to the issue. However, since the lot number cannot be traced, we are unable to confirm this. Based on available information, the investigation likely indicates that the complaint pertains to a product batch manufactured prior to the validated design change (vnc# 220112). Due to the absence of a lot number, traceability cannot be confirmed. (B)(4).

Event description:
Needle/blood tube holder is faulty and kept popping off. No patient injury noted in the report. Lot# unavailable and could not be determined.